Event description:
It is reported that the patient underwent surgery to exchange the articular surface due to instability.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. The original 10mm articular surface was exchanged for a 14mm articular surface. There is no indication of cause for instability in the operative notes. Also, the revision notes do not indicate any issue aside from switching the articular surface to a larger size. It is possible that the original articular surface was not the appropriate size for this patient. However; this cannot be determined definitely with the information provided. Evaluation: the device history record was reviewed and found to be conforming; indicating the device was manufactured, inspected and packaged to specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.